Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was not cycling or alarming. There were no reported adverse effects.

Event description:
Investigation completed on a smiths medical vetilators pneupac para pac .

Manufacturer narrative:
Investigation completed on a smiths medical ventilators pneupac parapac.report indicates the device arrived damaged with many parts. It was missing relief alarm knob and screw cover bung, manometer is out of specifications at -3. Housing was damaged and broken. Testing was done by hooking to oxygen and complaint of alarming and cycling was not confirmed and was doing as intended. Action was taken to replace damaged parts. No fault was found on device other than customer induced and product should have been off floor and not for patient use until damaged parts were serviced. Repair summary: updated service maintenance kit p/n 510a3039. Replaced damaged battery holder assy. Replaced out of specs pressure manometer. Replaced cracked housing and labels, missing ctrl knobs and knob caps. Performed pm, calibrated unit and affixed new service label.